Event description:
It was reported that the device was broken. Vascular access was obtained via radial artery, 2.50mm moderately tortuous was located in the left circumflex artery. A mach guide catheter was selected for use. During the coronary angioplasty the guide catheter was broken. The procedure was completed with another of same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
A2: age at time of event: 18 years or older. Device evaluated by manufacturer; analysis of the tip and shaft included microscopic and visual inspection. Inspection revealed a kink in the shaft located 15mm from the tip of the device. Inspection found no other damage or defect with the device. The reported damaged device was confirmed.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that the device was broken. Vascular access was obtained via radial artery, 2.50 mm moderately tortuous was located in the left circumflex artery. A mach guide catheter was selected for use. During the coronary angioplasty the guide catheter was broken. The procedure was completed with another of same device. No patient complications were reported and the patients status was stable.